Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented to the clinic with chest discomfort. Upon interrogation, the lead was not capturing and there was a drop in lead impedance. Echo imaging showed slight perforation. The lead was extracted and replaced when repositioning was unsuccessful due to helix would not extend. Patient tolerated the procedure well.